Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated. It was noted that the pump was placed in a more low dependent position. The reservoir was explanted and replaced. There were no patient complications reported.